Event description:
Two duo extend venous stent system were used in a non-thrombotic proximal common femoral vein. During the attempt to deploy the first duo system, resistance was noted and the thumbwheel jammed on the handle. With substantial force applied to the thumbwheel, another attempt was made to deploy the stent but was unsuccessful. The physician then performed two turns on the thumbwheel, which eventually started spinning freely but was still unable to deploy. As a result, the duo system was removed from the patient in one piece. A photo obtained shows a segment of the outer sheath detached but remained intact to the system, exposing a sharp edge (MDR 3017390540-2024-00001). A second duo system was opened to continue the procedure. When attempting to deploy the stent, significant resistance was noted, and the thumbwheel jammed on the handle. The physician performed three turns on the thumbwheel which were extremely difficult and was able to partially deploy the stent, however, the thumbwheel completely jammed up. Therefore, the handle was disassembled exposing the inner gears (outside the patient's body on table) in order to use the pin-and-pull technique to deploy the stent (MDR 3017390540-2024-00002). The procedure was completed with no patient injury reported. This adverse event and product problem is being reported because the stent partially deployed, requiring additional intervention to complete the procedure.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks d9/h3/h6: the duo device was returned for evaluation; however, the device evaluation has not yet begun, thus a supplemental report will be filed upon completion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the duo catheter was returned with a disassembled handle. Visual inspection found two minor kinks approx. 1.5 inches from the distal end of the outer sheath. The axial support wires appear bent at the kinks, but remained intact and encapsulated within the outer sheath. Due to the nature of the returned catheter handle, proper functional testing could not be performed. However, the outer sheath could be manually retracted using a pin/pull technique by holding on to the hypotube and pulling back the outer sheath. Block h6: based on the device analysis, the root cause of the jammed thumbwheel is likely due to the kinked outer sheath. The cause of the kink may be due to component variation, but the cause of the kink could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b5: corrections were made to better capture the reported event.

Event description:
Two duo extend venous stent systems were used to extend therapy to the common femoral vein. During the attempt to deploy the first duo extend stent, resistance was noted and the thumbwheel jammed on the handle. With substantial force applied to the thumbwheel, another attempt was made to deploy the stent but was unsuccessful. The physician then performed two turns on the thumbwheel, which eventually started spinning freely but was still unable to deploy the stent. As a result, the duo system was removed from the patient in one piece. A photo obtained shows a segment of the delivery system outer sheath fractured but the system remained intact. The fractured outer sheath exposed a sharp edge from the braided shaft (MDR. A second duo system was opened to continue the procedure. When attempting to deploy the stent, significant resistance was noted and the thumbwheel jammed on the handle. The physician performed three turns on the thumbwheel which were extremely difficult and was able to partially deploy the stent; however, the thumbwheel completely jammed up. Therefore, the handle was disassembled (outside of the patient's body on table) in order to use a pin-and-pull technique to deploy the stent (MDR 3017390540-2024-00002). The procedure was completed with no patient injury reported. This adverse event and product problem is being reported because the stent partially deployed, requiring additional intervention to complete the procedure.